Event description:
It was reported that myopotential oversensing was observed on the device. Loss of pacing was observed; the patient is pacemaker dependent. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.